Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. It was reported that the device failed to power on with either button press or test strip insertion. As a result, the customer experienced hypoglycemia with symptoms described as sweating and a loss of consciousness and was unable to self-treat. The customer was administered sugar water for initial treatment by a non-hcp third-part and emergency services were called. Upon arrival of emergency services, the customer was administered secondary treatment of a glucagel injection by a hcp. No further treatment was indicated. There was no report of death or permanent injury associated with this event.